Manufacturer narrative:
The affected device will not return for investigation due to the customer did not save the broken electrodes. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2025 two (2) electrodes broke. According to the doctor, a piece was retained in the patient and they did not save the broken electrodes. Cross reference medwatch number 2020550-2025-01400.